Event description:
Started an IV on patient. Access was good: good blood return, flushed well, no obvious swelling or infiltration. Time reported above is approximate. The hole that the safety needle slides out of, however, began to leak blood. It leaked normal saline with flushing. This seemed to indicate a failed IV access set as the "valve" did not close after removal of the needle. This is just a report of product failure and no harm was caused the patient, other than needing to be stuck again for IV access.